Event description:
During operation the screw could not be taken out smoothly. Then it was forcibly taken out but it jumped out and was lost.

Manufacturer narrative:
Investigation in progress but not yet complete.